Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A ophthalmic surgeon reported that during a vitrectomy procedure, a vitrectomy probe stopped cutting. The probe was exchanged and cut-rate speed was lower but did not resolve the issue. The surgery was completed no patient harm reported.

Manufacturer narrative:
Additional information provided in sections d4., d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The pneumatic module was replaced and returned for testing on his investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was visually inspected and installed on a calibrated system with no non-conformities found. The sample was then tested in vit mode for 5 minutes and for with no observed failures. The component was found to be nonconforming. The nonconforming component was replaced, and module was retested and passed. The reported event was confirmed. The root cause of the reported event is attributed to the nonconforming component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).